Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through visual examination of a returned product sample. The customer reported that a guide wire became stuck inside an introducer needle. The customer returned an unopened sterile kit for examination. The guide wire contained in the kit was inserted into the introducer needle and resistance was encountered. Microscopic examination revealed an offset coil at 24 mm from the distal weld. A review of manufacturing records did not yield any relevant findings. However, since the guide wire may have been damaged during insertion into the advancer tube, the probable cause of this issue is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
During the teleflex complaint lab investigation of a sterile kit returned from the customer the spring wire guide was found to be kinked in the tray. There was no patient involvement.